Event description:
Intermittent atrial undersensing noted causing classified termination of onging at/af. Atrial sensitivity programmed 0.3mv. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).